Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17507. It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting a gradual increase in capture threshold, and intermittent sensing. Subsequent chest x-ray revealed a lack of lead slack, and the pulse generator had migrated downward about 2 inches. The patient was schedule for revision and the lead was explanted and replaced. The patient was in stable condition.